Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to detach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. There was no confirmation of placement made after since the capsule was still on the delivery system. A lubricant was used to facilitate capsule replacement and the delivery system and capsule will be returned for investigation.